Event description:
This lead was found to have migrated to a non-functional location during a routine device evaluation. Anodal stimulation was observed. This lead was capped and replaced with an OEM device on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.